Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a damaged internal lens, bad or lost light transmission due to broken fibers, and data that¿s not legible due to mechanical abrasion were identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to user error, improper handling as well as the application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is on-going. Should additional/relevant information received, a follow up report will be provided.

Event description:
While evaluating an olympus 4mm telescope, it was discovered that the click pin was loose. There was no patient involvement during this event.